Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that device embolized into the mitral valve. Based on the information received, the cause of the reported migration or expulsion of device (device migration) could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone of the left atrial appendage (laa) was measured as 17mm x 18mm using 2d and 3d trans-esophageal echocardiogram (toe). Toe was used during the procedure. During implant it was noted that the device compressed into a roman helmet shape. The device was re-captured twice. A tension test was performed. Close criteria was satisfied before and after the tension test. The device was implanted. Post-deployment the device embolized into the mitral valve. The device was surgically explanted from the patient. The patient did not present with any clinical signs or symptoms. The patient status was stable.